Event description:
Multiple vancomycin discordant results were obtained on an advia 2400. The discordant results were reported to the healthcare provider(s). Discordant result flags associated with the event were then discovered by the operator. The results were then rerun on the same instrument and corrected reports were sent to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant vancomycin results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse determined that the cause of the discordant vancomycin results was not known. The fse calibrated the system and ran qc's. The instrument is performing within specifications. No further evaluation of the device is required.